Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited high capture threshold. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.